Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had no alert alarm. It was reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the product was evaluated. There was no fault found the investigation found the device to function normally. No new formal investigation is required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.